Event description:
The customer stated that she was hospitalized due to congestive heart failure and low blood glucose levels. The customer stated that the insulin pump was giving her too much insulin, and has not worn it since the event. Troubleshooting was performed, and the insulin pump was programmed, but the customer did not know if the settings were correct or not. The customer's doctor has been adjusting the settings. The reservoir volume was accurate, and the insulin pump had not been exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.